Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero milliliters reservoir volume reached. The pump had gone empty on (B)(6) 2013 and it was reported the patient had missed a refill. The patient was reporting an increase in tightness but no other symptoms. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).